Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Device was also received with cracked select button keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got stuck somewhere and than the display cracked and the insulin pump did not turn on anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.